Manufacturer narrative:
(B)(4). The returned guide wire had its coil wire fractured proximal to the tip solder. Under the fractured coil wire, the inner coil wire was found loosened due to continuously applied torsion. The core wire remained in one piece. The above finding suggested that the whole guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that torsion was continuously applied while the wire tip was being trapped by the calcified lesion. When the accumulated torsion exceeded the product's design limit, it caused the coil wire to become loose and eventually fractured. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire became fractured during a ppi to treat a moderately calcified cto in the left below-the-knee artery. An attempt to cross the lesion with a non-asahi guide wire failed so that it was exchanged to the asahi guide wire. Under ivus guidance, it was observed that the guide wire became stuck in the calcified segment and fractured. The procedure was resumed with a new guide wire. The ppi was completed with successfully reestablished blood flow. There were no adverse patient effects after the ppi.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.